Event description:
Livanova deutschland received a report of an issue with cp5 driver unit. No other information was provided.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova deutschland manufactures the cp5. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: livanova learnt that the present event is associated with a stuck locking pin in the cp5 drive unit. Based on this information, the event has been re-assessed as non-reportable, as it could not cause or contribute to death or serious injury, even if it recurs.

Event description:
See initial report.